Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cs300 intra-aortic balloon pump (iabp) presented a helium leak. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) replaced a defective helium gauge during the preventative maintenance (pm) and performed with functional testing on the device. The fse rechecked the unit after two business days and confirmed no change in helium pressure. The iabp was then released to the customer and cleared for clinical service.